Event description:
The customer reported that the device would lock up (stop operation) during the beginning of the charge test segment of the user initiated operational check.

Manufacturer narrative:
(B)(4). The customer reported that the device would lock up (stop operation) during the beginning of the charge test segment of the user initiated operational check. This symptoms manifested only during user initiated testing. There was no pt involvement. Philips evaluated the device and confirmed the malfunction. The malfunction was resolved by reloading the software.